Event description:
Reporting status: serious injury - medical/surgical intervention. Reporting rationale: guidewire separation requiring medical and surgical intervention. Device issue: guidewire separation. It was reported that during withdrawal of the whisper guidewire from the circumflex artery, the distal tip of the guidewire broke off. The remaining guidewire was withdrawn leaving the distal tip of the guidewire inside a side branch. The remaining guidewire became difficult to see. This occurred at the end of the percutaneous coronary intervention (pci) procedure. Approx four hours later, the pt was diagnosed with tamponade and a drain was inserted on the ward. The pt subsequently was taken to surgery. The guidewire tip, which had pierced the myocardium, was surgically removed. Reportedly the pt is stable and recovering. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the guidewire was returned with blood and contrast on the coils and core. The core and coils had detached 6 cm proximal to the tip ball. The distal end of the separation was not returned. The fracture face on the proximal end of the separation was stretched. There was a bend in the core 9.3 cm proximal to the separation. No other damage to the guidewire was noted. This guidewire was sent to the lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the scanning electron microscopy (sem) analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guidewire to fail due to this type of overload, some portion of the wire tip would have to be trapped either in the anatomy or in another device while excessive bending force was applied. From the incident description, the mechanism of how the tip became trapped and how force was applied was not described, but as a perforation was reported, it is likely that the tip became trapped in the perforation site although the case info said that this was not able to be seen. Overall, the root cause appears to be from circumstances during the procedure. The lot history record was reviewed and there were no non-conformities associated with this lot number. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This is a very low-level failure mode that is monitored. Mfg assures the quality of the wire tips through visual and dimensional inspections and 100% non-destrucive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.